Manufacturer narrative:
This investigation is ongoing. Upon further information this investigation will be updated.

Event description:
It was reported that this patient had reported feeling syncopal. The patient was supposed to have an elective replacement of the device which was postponed. The patient was referred to the emergency room due to a low pulse of 30 beat per minute, and an emergent procedure was going to take place due to a possible issue with the device. Upon device interrogated it was noted that the device had four month of longevity left. Additional information noted that high pacing thresholds were seen as well as high out of range pace impedance measurements. A new endovascular lead was successfully implanted. No additional adverse patient effects were reported.